Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12642. It was reported that slow flow and stent thrombosis occurred and the patient died. Vascular access was obtained via the femoral artery. Target lesion#1 was a 90% stenosed, 10x3mm, eccentric, de novo lesion located in the non-tortuous and non-calcified mid right coronary artery(rca). Predilation was performed with a balloon. A 3.00x16mm promus element¿ plus drug eluting stent was implanted to treat the lesion. Target lesion#2 was a 90% stenosed, 20x3.5mm, eccentric, de novo lesion located in the mildly tortuous and mildly calcified distal left circumflex (lcx) artery. Predilation was performed with a balloon. A 24x3.50 promus premier¿ was successfully implanted. Post deployment of the promus premier¿ stent, no flow was noted and after some time timi iii flow was established. The procedure was then completed. The patient was transferred to the intensive critical care unit where the patient experienced chest pain. The patient died and the physician suspected that it could be due to stent thrombosis.